Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.

Event description:
On 3/24/2023, it was reported by a sales representative via email that an ar-3636h knotless hip fibertak anchor pulled out when the repair stitch was passed through the anchor's body. The surgeon had previously used (4) ar-3636h knotless hip fibertak anchors, before the fifth anchor was faulty. An additional three more were used to complete the procedure and achieve strong fixation. This was discovered during an arthroscopic hip labral repair procedure on (B)(6) 2023.